Event description:
Caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed consecutive cartridge alarms and resolved the issue by sending a replacement pump, instructing the caller on putting the malfunctioning pump into storage mode, and required its return within 10 days. The customer understood and acknowledged all instructions, and there is no backup therapy currently available, but the caller will reach out to a healthcare provider.